Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated on the architect i2000sr instrument for a 67-year-old male patient who was admitted to the hospital due to body pain. The initial test result was 1662 pg/ml (reference range: 34.2 pg/ml for males). The result was sent to the clinic. The clinician believed that it was inconsistent with the patient's clinical picture and requested a retest. The retest result was 1.1 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
When troubleshooting the issue, the field service representative (fsr) observed crystals at the trigger solution nozzle. The fsr cleaned the manifold, pre-trig/trig 11.9 (rohs) and determined that the part the cause for the false elevated result. Cleaning of the manifold, pre-trig/trig 11.9 (rohs) was determined the issue resolution. The service history of the (B)(6) verifies no subsequent false elevated architect stat high sensitive troponin-I results have been reported since the current issue was identified. A review of tracking and trending did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated on the architect i2000sr instrument for a 67-year-old male patient who was admitted to the hospital due to body pain. The initial test result was 1662 pg/ml (reference range: 34.2 pg/ml for males). The result was sent to the clinic. The clinician believed that it was inconsistent with the patient's clinical picture and requested a retest. The retest result was 1.1 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.